Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device would not run with the hand control device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that medwatch report 1045834-2014-15129 is a duplicate of medwatch report 1045834-2014-15109. Please reference report 1045834-2014-15109 for all information regarding this event.